Event description:
The customer reported there was a communication error. This issue will cause a no boot or system lockup depending on when the error occurred. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube and performed a generator calibration. The system operates as intended.